Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the carelink monitor was unable to complete the send phase of the remote transmission. The monitor is being replaced. No patient complications have been reported as a result of this event.